Event description:
It was reported that the patient presented to the cath lab for fluoroscopy due to a non-specific malfunction. No anomalies were visual upon review. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.